Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the spin collar luer lock piece came off and leaked while connecting to a patient. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak and spin collar separation was confirmed. No functional testing was performed as the luer spin collar was not received with the male luer tip but dimensional testing confirmed that the male luer tip was within the required specification. The root cause of the leak was the male luer spin collar separation. The cause of the separation was not identified.